Event description:
It was reported that patient received inappropriate shocks due to double counting. X-ray revealed lead dislodgment. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.